Event description:
Pt underwent cataract surgery in 2000, and implantation of a starr model aa-4203tl intraocular lens in the right eye. During the insertion process the lens tore and while extracting the lens, the surgeon tore the capsule. The lens was removed, and anterior vitrectomy was performed and the pt was left aphakic. The pt was referred to a retinal specialist to determine if a corneal transplant was needed. The pt will return to this dr for a lens implant if determined pt needs it. Preop va was 20/50, postop va was 20/200. Prognosis is fair.